Event description:
In 2009, the lay user/patient's spouse contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was prompting a battery symbol. The medical surveillance specialist spoke with the reporter on april 30, 2009 and obtained the following information. The patient's spouse reported that the alleged issue began approximately 1 week prior to contacting lfs. Prior to when the alleged issue started, the reporter stated that the patient was managing his diabetes by adjusting his lantus and humalog insulin doses based on a sliding scale. As a result of the issue, the reporter stated that the patient decreased the amount of insulin he took since he was unable to test is blood glucose. On the late evening of four days prior to original date, the reporter claimed that the patient "passed out" while he was eating. The reporter contacted emergency services and when they arrived they tested his blood glucose and obtained a reading of "63 mg/dl" with an ems meter. The reporter claimed that the paramedics did not treat the patient, but took him immediately to the emergency room. The reporter did not recall what the patient's blood glucose was when tested in the ER. The reporter also did not know what type of treatment the patient received at his arrival in the ER, only that he was placed on a IV. The reporter denied that the patient received treatment for any other medical condition other than a low blood glucose. At the time of troubleshooting, the customer care advocate noted that the patient did not replace the subject meter's battery per the owner's booklet recommendation. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he was unable to test his blood glucose due to the reported issue and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.